Event description:
It was reported that the patients ipg has reached its end of service. Surgical intervention may take place at a later date to resolve the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.